Event description:
It was reported that the stimulation had turned off twice on its own. The pt programmer verified that the stimulation was off upon synchronization. When the stimulation was at approximately 3/4 full, the stimulation turned off until three hours later. This has occurred four times in the past three months. Pt was also charging more than expected; now every four days previously every 8-10 days. Pt reported no falls or trauma and received good therapy when stimulation was on. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).